Event description:
Additional information was received from a consumer. The patient was horribly sick and her legs were stiffening. Additionally, she had cold chills.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a return of symptoms on (B)(6) 2006. The patient was not receiving therapy relief and got very ill. The patient then presented to the emergency room (ER) with spasms, stomach cramping, burning pain from the waist down, a metallic taste in her mouth, chills, diarrhea, vomiting, nausea, and ¿released gallons of urine.¿ the patient suspected she experienced withdrawal. A (B)(6) and (B)(6) study were performed on (B)(6) 2006 and showed normal results. There were no alarms heard; the patient had enough medication in the pump. The patient recovered from the withdrawal episode and would continue to work with the physician. The drug in the pump at the time of the event was morphine.

Event description:
The patient had seizures.